Event description:
During an unspecified procedure, the pt2 guide wire fractured. The physician used the pt2 guide wire with a bmw wire in a "kissing balloon technique" for dilatation of the lesion. A cypher stent was then advanced over the pt2 guide wire and deployed. During removal from the stent, the pt2 guide wire fractured. The radiopaque tip of the guide wire remains in the distal dp. Pt status is unk. No further info is available at this time, however, additional info has been requested on two separate occasions.